Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with unspecified mentor gel breast implants reported unexplained systemic symptoms, which included but not limited to severely poor health. No medical report was provided. As a result, the patient underwent removal but the explant date is unknown. This report is for the second of two devices.